Manufacturer narrative:
Additional information regarding this event has been requested.

Event description:
In 2005, the patient was implanted with the gore excluder bifurcated endoprosthesis to treat an abdominal aortic aneurysm. In 2010 the aneurysm increased near the renal arteries. Additional information has been requested.